Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. It was indicated that the patient used an expired sensor, which is off-label usage of the device. No injury or medical intervention was reported.